Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 third party manufacturing site: 9681410

Event description:
The end user reported an incident that when the last stoma seal from a box applied, it swelled almost immediately and covered the stoma. Therefore, the stoma seal was removed right away. The material felt very soft, and it was difficult to remove from her skin. No photo was available at this time.